Event description:
Pharmacist of the facility reported to baxter ireland of a dehp free solution administration set in which the operator found the tube of the set was disconnected from the chamber during the preparation of drug bag chemo. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.